Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. When the pump was returned to mmdg for investigation the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. There was no indication that the complaint occurred as reported. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that "no feed comes through" the pump. They stated that the pump runs, but no feed is being infused. The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "no feed comes through" the pump. They stated that the pump runs, but no feed is being infused. The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).